Event description:
Prime/rewind anomaly. Customer called in to report that the pump will not exit when preparing to prime loop. Customer states that they were connected when the pump wouldn't complete the manual priming. States that they probably primed themselves around 8-9u which caused them to be hospitalized for lbg.